Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose level was unknown at the time of the incident. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used partial sensor. We found sensor with a bent cannula retracted inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if sensor was received in said condition due to customer returning it opened and used. Customer did not return needle.